Manufacturer narrative:
The facility has placed an order for a new footswitch and cable and will send in the old footswitch and cable for an in-house eval. The replaced footswitch and cable has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported having footswitch problems. No other info was provided. Add'l info was received from the facility manager stating the event occurred during a case. The footswitch was swapped out and the surgery was completed successfully. There was no pt injury reported.